Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the cpu cannot communicate with the flow sensor using i2c bus (error code 46), the cpu cannot communicate with the pressure sensor using spi bus (error code 47), the power fail voltage is outside its valid range of 4.775 to 5.675 for a least 10 seconds (error code 84), the blower pressure sensor supply voltage is outside of its valid range of 4.74v to 5.25v (error code 111), the software detected that raw pressure sensor reading is outside its valid window of 225 to 16274 counts for 10 seconds using up-down counter (error code 118), and the software detected that raw blower pressure sensor reading is outside its valid window of 833 to 64640 counts for 10 seconds using up-down counter (error code 119). Error codes 46, 47, 84, 111, 118, and 119 are ventilator inoperative codes, and the printed circuit assembly (pca) needs to be replaced due to these errors. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. The device was scrapped by the service center after the evaluation was completed.